Event description:
It was reported that the micro sagittal saw heated up and leaked an oil-like substance during a procedure. Some of the substance entered the surgical site, which required irrigation with saline. The procedure was completed successfully following the irrigation, and a follow-up visit with the patient confirmed they are doing well.

Manufacturer narrative:
The device was received at the manufacturer and a quality investigation is anticipated. A follow up report will be filed when the investigation is complete.